Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive after the device was accidentally cracked, and a replacement pump was arranged with instructions provided to shut down the device and return it; blood glucose was reportedly unaffected, and the patient was advised that data would not transfer and that startup on the replacement would be required. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic status, no medical intervention, and no hospitalization. Investigation included review of the complaint details and confirmation of shipping and return logistics. Investigation of this case revealed physical damage to the display/touchscreen consistent with user-induced breakage, resulting in loss of touch function while other device functions did not trigger alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.